Manufacturer narrative:
The 0 degree endoscope instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer reported complaint. Fa identified the following reference designator codes: code: 5705 poor focus at all distances (left eye). Code: 5861 cracks or holes in silicone around circuit board. Code: 5040 glue damage on fiber distal tip (gap). Code: 5821 laser marking on housing damage/marking on housing. A review of the instrument log for the 0 degree endoscope (part# 470026-62/serial# (B)(4). ) associated with this event has been performed. Per logs, the endoscope was last used on ((B)(6)2020. No image or video was provided for review. This complaint is being reported based on the following conclusion: the customer reported that they converted to another da vinci system after the start of the procedure due to a blurry image on the endoscope. Additional details were requested but not provided. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0 degree endoscope was observed to have a blurry left eye. The procedure was reportedly converted to another da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.